Event description:
Customer alleged getting mastitis after using the elvie pump and required surgery. The doctor advised her to stop using the pump and prescribed antibiotics for 7 days. Customer complaint is reported from UK.